Event description:
The customer reported an 'air in return line' alarm during a stem cell harvest. The option was given to remove the air in the line. The customer stated they followed the instructions on the screen, but it did not work; they tried four times. The customer also stated that there was no visible air in the line. The procedure was ended and continued on a different machine. No injury occurred with this event and no medical intervention was required. Pt info is unavailable at this time. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). The run data files were investigated for this event. The signals indicate false air detections and an intermittent connection/sensor. The sensor was replaced. No other items were found during the machine checkout by the caridianbct technical service engineer. Investigation eval and corrective actions are in-process. A follow-up report will be provided.